Event description:
The customer called to report high blood glucose levels. The customer then reported that she was hospitalized for diabetic ketoacidosis. The customer stated she was vomiting and may have had the flu prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.